Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supply or simply cleared the alarms. Additionally, the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. Customer's blood glucose was 381 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.